Event description:
The patient presented to the emergency room due to loss of capture on the right ventricular (rv) lead. Additionally, increased pacing impedance and decreased sensing variation were observed on the rv lead. The suspected cause of the event is due to a conductor fracture, however not confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable.